Event description:
The customer reported that the ventilator shut down and powered off. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. The service technician reseated a ribbon cable and replaced the power management pcb board to address the reported problem. Applicable final testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).